Event description:
It was reported an alarm was heard, but telemetry was not yet performed. It was noted the patient thought the pump had been alarming for at least a week, but was not sure because she was in the hospital for two weeks and could not hear the pump alarming. It was further reported the patient went to the hospital on (B)(6) 2013 ¿withering in pain¿ and having ¿convulsions.¿ it was reported pain was felt primarily in her ¿gut,¿ she could not walk, and her feet hurt. The patient had her gallbladder removed and was in the hospital on clear liquids until (B)(6) 2013. Two days before the patient went into the hospital she had her flow rate on her pump increased from ¿14 to 18.¿ the patient¿s next refill was scheduled for (B)(6) 2013. Additional information reported the alarm was confirmed by telemetry. Telemetry confirmed a critical alarm was occurring and stopped pump may exceed tube set. Interrogation confirmed the pump was stopped for 358 hours. The logs were reviewed and there were no alarms reported. The pump was interrogated again and it was no longer giving the tube set notice. It was confirmed all the programming was correct and the patient was in the correct infusion mode. It was reported the patient believed the pump was alarming in the hospital. The pump was being used to deliver clonidine, ropivacaine, and morphine. Additional information received reported withdrawal. On (B)(6) 2013 the patient went in for her refill and ¿it was to be a little bit less 4mg/ml increase of morphine.¿ after the refill appointment, the patient began to not feel well. It was reported the patient ¿felt like her skin was falling off, and she wanted to peel her skin off.¿ it was also reported the patient was walking on a broken foot, writhing in pain, and rolling back and forth in bed. She was also throwing up uncontrollably. It was noted the patient had to ¿keep going pooh and usually she is constipated¿ and was going almost as much as she had to throw up. It was noted when the patient was able to take her two tablets, 10 milligrams (mg) opana ¿for break through pain she was then comfortable and was able to sleep for about an hour, but then went back to the same symptoms. On (B)(6) 2013 the patient went to the hospital and thought she was going into overdose, but was told in the emergency room it was withdrawal. The patient was not able to be treated for withdrawal or overdose and found that her levels of electrolytes and potassium were critically low. The patient was transferred to a hospital in (B)(6) and they tried to get her back to her main medications. A magnetic resonance imaging (MRI) showed the pump was in the right place as well as the catheter. The healthcare provider (hcp) then thought it could be her gall bladder and it was noted the patient¿s ¿insides were very inflamed.¿ the patient hurt everywhere mostly her stomach and feet and she was delirious. For 14 days the patient did not know what was going on. It was also reported the patient had no sense of smell or taste, but could smell and taste a ¿plasticy poison- everything smelled like plasticy poison.¿ it was reported prior to being released she fainted. The healthcare provider then sent in another surgeon, who decided it was her gall bladder and removed it the next day. The gall bladder was very swollen and full of gallstones. The patient was then released on (B)(6) 2013-11-14. On (B)(6) 2013- the pump was alarming all night long and the patient stated she heard it in the hospital, but ¿thought it was the hospital noises.¿ on the morning of (B)(6) 2013, she went to see her healthcare provider and the reservoir volume was 23.6 ml and this was the same amount from the prior refill on (B)(6) 2013. It was noted the pump was off. The patient went back to the healthcare provider¿s office (B)(6) 2012 for her fill and they told her they did not shut off the pump and the fill went fine. The patient was feeling fine now, but she was ¿feeling like she was hit by a mack truck.¿ additional information received reported the patient came into the office (B)(6) 2012 and the pump was functioning normally. It was reported the patient was upset and having issues with her pump. It was also reported in the hospital the patient had severe diarrhea, vomiting, and her levels of electrolytes were low. It was noted the patient could not stop ¿spasing out,¿ begging for help, and tossing and turning in bed. It was also reported the patient could smell poison and could not taste anything. The patient stated she almost died, was having trouble walking, and was having seizures. It was further reported the last time she ¿turned it up¿wondering if they forgot to turn it back on...it¿s either that or I have a faulty pump.¿ the healthcare provider thought the MRI caused the alarm to go off. The patient thought she had the symptoms a minimum of four days prior to the MRI. The issue was discussed with her hcp, but they do not know for sure what caused her to have these ¿withdrawal symptoms.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 and it was reported that the pump was off for 380 hours. Per the patient, her doctor did not have privileges at the hospital that she was in and no one there knew anything about the pump.

Event description:
It was later reported that the cause of the pump stopping was unknown. It was possibly shut off after imaging studies done at the hospital. At the time of this report, the pump was running normally and the patient was back to feeling better as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-09. It was reported that at a refill on (B)(6)2014, the patient got an increase due to foot pain. A different girl reportedly upped the rate a little, however, she shut the pump off by mistake. The patient was reportedly on oral medications at the time and it took her 2 days to get to the hospital. By the time the patient got there, her electrolytes were reportedly at zero. The patient reportedly went to the emergency room (ER), and was transferred to another hospital for 3 weeks where her gall bladder was removed. The patient's gall bladder was reportedly removed because the hcp did not have privileges there, and the representative that was supposed to meet her there never showed up. They did not have the equipment to check the patient's catheter, and this reportedly almost ended the patient's life (note: this report conflicts with the prior reports that this event occurred in 2013(B)(6)).